Event description:
It was reported that the atrial lead exhibited decreased p waves and undersensing, and had apparently dislodged. The patient is in atrial fibrillation. At the next follow up visit, the lead performance had improved, and as such, no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.